Manufacturer narrative:
The hrsv monitor was returned for failure analysis and the reported issue was replicated. In remote fe logs and artemis, no data was found to indicate that the fault had occurred the field. Upon visual inspection no issues were found that would be related to the reported event. The monitor was installed and tested on the pca test system. Powered on showing a blank screen. The touchscreen was found to be the root cause of the reported failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereoscope viewer (hrsv). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to the start (post ports placement) of a da vinci-assisted radical prostatectomy surgical procedure, surgeon side console (ssc) #1 high-resolution stereo viewer (hrsv) lost one eye image. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse found error 121 in the logs pointing to the left monitor of the hrsv. The surgeon elected to use ssc #2 to complete the procedure. The procedure was not delayed. There was no reported injury.